Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a low blood glucose (bg) value of 44 mg/dl. Customer was treated with carbohydrates and was monitored by health care professional and was released from the ER 2 hours later. Upon being released from the ER, the customer's bg level was in the 200 mg/dl range and customer was in "good" condition. Cause for the low bg was unknown.